Event description:
It was reported that the customer was hospitalized twice for diabetic ketoacidosis, with blood glucose readings of 576 and 600 mg/dl, respectively. The customer also stated that she changed her infusion and received a no delivery alarm the day before her second hospitalization. Programming was correct and the insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.